Event description:
The hospital reported a crack in the bottom of a canister "running up about 1/4 of one side." The cracked canister was discarded once the crack was discovered.

Manufacturer narrative:
The device did not return for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Data trending and analysis reviewed by penumbra's complaint committee indicated there was a trend associated with cracked canisters. We investigated and determined that although cracked canisters are still capable of holding pressure, the occurrence of this failure was deemed too high and resulted in user dissatisfaction. As a result, penumbra opened a CAPA and implemented actions which included (B)(4). This CAPA is currently being evaluated for effectiveness. The failure rate following the implementation of the new shipping container/configuration is currently at 0.11% as compared to 0.35% prior to implementation of the new shipper. The canister in this case was assembled in the old shipping configuration.